Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to confirm needle complaint due to customer not returning insertion needles only three sensors.

Event description:
It is reported that the patient is having a hard time inserting the sensor and is bleeding profusely. Patient's blood glucose level is 110mg/dl. Trouble shooting is conducted and the same issues are experienced. Device is being returned. No further information available.